Event description:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) determined that the high pressure helium regulator was leaking out of the port on the bottom of the regulator. To fix the issue, the fse replaced the high pressure helium regulator, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. (B)(6).

Manufacturer narrative:
It was reported that during installation, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient involvement. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. High pressure helium regulator leaking out of port on bottom of regulator. Replaced regulator (0103-00-0637). Unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. An investigation into confirm the reported failure of high pressure helium regulator leaking. The helium regulator, s/n (B)(6), was leak tested using a helium sniffer (agilent phd-4 leak detector, asset cahw-20048) and the reported failure was confirmed. The regulator was found to have a helium leak from the relief valve. Even though the reported failure was confirmed, the root cause of this failure was not determined. The part will not be sent back to the supplier for further failure analysis. The part has been disassembled for this investigation and is not in the conditions to be reassembled. The part will be retained within engineering until processed for scrap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a